Manufacturer narrative:
This report is a duplicate and was previously reported in rr # 9612164-2024-03672. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the axium device was returned for analysis within a shipping box; within an opened axium outer carton; within an opened axium inner pouch and within a dispenser coil. Visual inspection/damage location details: the axium pusher was found kinked at ~155.0cm from the proximal end. The axium implant coil and polypropylene filament were found broken from the detach element and not returned for analysis. Conclusion: based on the device analysis, the pusher was found kinked, and the implant was found broken. Possible causes of coil break are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, or user advancing the coil against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no reported issue with the device however, analysis found a non-conformance. Medtronic received a report that the axium coil experienced resistance in the echelon 14 and echelon 10 microcatheters. The coil was stuck in the proximal part of the microcatheter. The coil had pushed out of the introducer sheath smoothly. The event was said to be not associated with the patient. The devices were prepared and flushed according to the instructions for use (IFU).